Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on september 01, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin reactions at implant site; subsequently, the patient was treated with topical antibiotics (date not reported). Clinical management of the patient is ongoing.